Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2021. During the procedure, the clip did not release from the trigger. No patient complications have been reported due to this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e2: health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. Block h6: medical device problem code a15 for the reportable event of clip unable to release from the catheter. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed. Block h11: correction: block d4 (lot number and expiration date), d7a (sud reprocessed and reused), h4 (device manufacture date), h8 (usage of device) and h10 (additional MFR narrative)

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2021. During the procedure, the clip did not release from the trigger. No patient complications have been reported due to this event. No further information has been obtained despite good faith efforts.